Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The health care professional reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose level of 509 mg/dl at the time of incident. The customer experienced symptoms such as vomiting, nausea. The customer was treated with insulin pump, intravenous insulin. Customer stated the other blood glucose value was 487 mg/dl, over 600 mg/dl, 139 mg/dl. Customer was advised the insulin pump will need to be replaced and was discontinue use of the insulin pump and recommended customer refer to back up plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided in the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the customer visited emergency room and high blood glucose was not treated with insulin pump and intravenous insulin.